Event description:
Analysis of the tablet was completed on (B)(4) 2015. No computer software errors were identified during the analysis. During the analysis, it was identified that the screen image was distorted. The cause for the anomaly is associated with a defective display. Once the display was replaced, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
It was reported that the physician was provided a new programming tablet. It was reported by the company representative that the tablet was powered on and checked the day prior to delivery and was working fine. The physician called the company representative shortly after delivery and reported that the tablet was not working. The company representative went back to the office to troubleshoot the tablet and confirmed that the screen was flickering and distorted. The tablet was rebooted which did not resolve the issue. The tablet would still flicker and the screen would not respond to touching. It was reported that the tablet was not known to be dropped. A new tablet was provided to the physician. The non-functional tablet is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The tablet was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
(B)(4).